Manufacturer narrative:
Additional information: per form that came in with the product return, date of event was feb. 17, 2022. Field below updated to reflect this: section b3: date of event: feb. 17, 2022. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces (w/ one piece missing). The lens was cleaned and, no additional issues were observed. Based on the return condition of the lens no further product evaluation could be performed on the lens. No handpiece was received as part of this return. Based on the complaint investigation results, the complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to glare and halos. A competitor's lens was used as the replacement. There was no patient injury and no other intervention was required. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between aug 4, 2021 and feb 17, 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.